Manufacturer narrative:
An event of thrombus presenting in a patient with aphasia due to a cerebrovascular accident (cva) was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Information from the field indicated that the device was implanted 15 years ago and that it believed that the tia/cva was due to the device thrombosis. Based on the information received the cause of the reported incident could not conclusively be determined.

Event description:
It was reported that on (B)(6) 2009, a amplatzer amulet was implanted. On (B)(6) 2024, the patient presented with aphasia due to a cerebrovascular accident (cva). An echo was performed and revealed a small (~5mm) thrombus on the left atrial (la) disc pin on the amplatzer device. The patient was placed on an anticoagulant as will be monitored. It's believed that the tia/cva was due to the device thrombosis. The patients was hospitalized for 24 hours, after which they were discharged and their aphasia had resolved. There was no clear residual defects due to the tia/cva. The patient is stable.